Event description:
It was reported that while using the bd epicenter¿ single user software bottles showed growth within the first 24 hours, but a false negative result was sent across the lims. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - it was discovered whilst troubleshooting another error. Some bottles flagged up as "unregistered", when scanning the bottles to reload, one of the bottles showed as positive. When analyzing the graph this bottle showed exponential growth within the first day of incubation and continued for another 5 before the growth curve flattened out. The bottle was in for extended incubation of 21 days as clinically indicated, but the bottle was still on the machine, removed at 19 days the machine status said "positive". However, our lims received a result across the interface that states, "negative at 48hrs". There is no evidence that this bottle flagged positive on the machine or was removed/investigated. It is routine procedure to remove and gram/culture all possible positives and it would be documented. It would appear the instrument didn't flag this bottle as a positive, and an incorrect result was sent across the interface (443972/(B)(6)). During troubleshooting, it appeared that the bactec didn't send a result at the 48-hour mark, but epicenter did send a negative at that same 48-hour mark. The bottles were verified as positives at 48 hours and the instrument did indicate, they were positive. This is not a confirmed complaint of a bd product. Complaints for reports were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd epicenter¿ single user software bottles showed growth within the first 24 hours, but a false negative result was sent across the lims. No patient impact reported.